Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was visible through the shuttle cartridge side slit. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable root cause for the reported event could have been from an incomplete engagement of the advancer tube. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: no white tube after deploying, manual pressure for 20-30 minutes plus a femostop applied. The femostop was used for patient being anti-coagulated. The patient was not hospitalized.procedure type: intervention coronary.